Manufacturer narrative:
PMA/510k info: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument positive results occurred when they were not expected. The following information was provided y the initial reporter: customer is reporting all samples from run 3244 all came back positive for n1 and n2 targets except for one patient.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "environmental contamination". Customer reported that they had a run where all patient samples except for one came up positive for both the n1 and n2 targets while running the sars-cov2 assay. Bd service specialists sent the customer instructions for performing extended environmental monitoring (em). Customer followed up with bd after performing the extended em, which revealed no evidence of contamination. Customer performed qc runs which also passed. Bd attempted to follow up with the customer three times to confirm if the issue continues and no response from the customer was received. This complaint is unconfirmed as the problem could not be reproduced. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that bd max¿ system, bd max¿ instrument positive results occurred when they were not expected. The following information was provided y the initial reporter: customer is reporting all samples from run 3244 all came back positive for n1 and n2 targets except for one patient.